Event description:
It was reported that the poor image quality is making placement challenging for clinician. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality making placement challenging for clinician is confirmed; the probe has a black spot on the right side to the due to the rubber tip being damaged.